Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the balloon popped and the tip dislodged inside the pt. An extractor rx 15-18 mm balloon catheter had been advanced to retrieve stones in the biliary duct. While removing stones through the papilla, the stone came out, the balloon popped and the tip of the balloon catheter dislodged inside the pt's small bowel. The dislodged piece was left inside the pt to be passed "naturally". The procedure was considered to be complete using this device. There were no add'l pt complications reported with the pt's current condition listed as "fine".

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.